Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2007. Product event summary: the distal segment was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The exposed right ventricular defibrillation coil was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r-waves. The lead was explanted and replaced. No patient symptoms or complications have been reported as a result of this event.